Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 500 mg/dl at the time of the event and also received insulin flow block alarm. Troubleshooting was not performed. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported high blood glucose event. It was also unknown whether the customer used the smartguard auto mode of the insulin pump. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display noted. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. However, the pump had a high active current measurement and sleep current measurement. The pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 28-jul-2023, there is no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm was noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 28-jul-2023 listed on smartsolve. Daily total of all insulin delivered = 27.8. Daily total of basal insulin delivered = 15.7. Daily total of bolus insulin delivered = 12.1. On (B)(6) 2023 08:09:52.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 2.2. Bolus amount delivered = 2.2. On (B)(6) 2023 10:47:56.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 2.5. Bolus amount delivered = 2.5. On (B)(6) 2023 14:10:56.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 0.8. Bolus amount delivered = 0.8. On (B)(6) 2023 16:59:42.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 2.8. Bolus amount delivered = 2.8. On (B)(6) 2023 20:48:34.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 1.5. Bolus amount delivered = 1.3. On (B)(6) 2023 21:06:33.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 0.5. Bolus amount delivered = 0.5. On (B)(6) 2023 22:46:41.000 normal bolus delivered. Bolus programming method = manual bolus. Normal bolus amount programmed = 2. Bolus amount delivered = 2. On (B)(6) 2023 20:48:34.000, normal bolus amount programmed = 1.5 u, however, no delivery alarm/insulin flow blocked alarm during bolus delivery and the bolus amount delivered = 1.3 u. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 28-jul-2023 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 14:55:16.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm noted 1 week prior to the event date 28-jul-2023 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the active current measurement and sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the active current measurement and sleep current measurement. A high active current measurement and sleep current measurement (unexpected battery power loss) were confirmed, suspected on the pcba 1/pcba 2. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Blank display was not confirmed. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. No delivery alarm/insulin flow blocked alarm was not confirmed. However, a high active current measurement and sleep current measurement (unexpected battery power loss) were confirmed, suspected on the pcba 1/pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated summary: the insulin pump was returned for analysis.